Event description:
It was observed during the device evaluation, the cysto-nephro videoscope exhibited chipped adhesive at the bending section. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and historical data, degradation problem may be a possible cause of the malfunction. The most probable cause is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.